Manufacturer narrative:
Update date: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, crown overlap up to node 2 was observed. During the initial deployment attempt, the valve was positioned too low. The physician recaptured the valve and attempted deployment again, during which an infold was observed after deploying the valve up to two-thirds. The valve was recaptured, and a new valve was loaded into a new delivery catheter system (dcs) and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received indicating that annular calcification contributed to the infold. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012922171); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, crown overlap up to node 2 was observed. During the initial deployment attempt, the valve was positioned too low. The physician recaptured the valve and attempted deployment again, during which an infold was observed after deploying the valve up to two-thirds. The valve was recaptured, and a new valve was loaded into a new delivery catheter system (dcs) and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system the valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve was received slightly compressed at the inflow. All leaflets were intact and flexible. As received, all leaflets were in an open position. All commissures appeared intact with coagulated blood/thrombotic-appearing host growth on comm 3-1. No damage, such as bends or kinks, was found on the frame. Additional observations: the valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. Due to the condition received, an evaluation against the alleged in-fold event cannot be performed. D9 h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.